Event description:
Boston scientific received information that a health care professional (hcp) had difficulty enrolling this patient into the latitude remote monitoring system, and was receiving a message that the patient with the implanted device and date of birth could not be found. It was determined that there was a data entry error by the hcp. To correct this, boston scientific completed a database update. There were no adverse patient effects as a result of the observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.